Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that there were increased or high thresholds, loss of capture, and low bipolar impedance measurements in the atrial lead. The lead was capped. No patient complications have been reported as a result of this event.